Event description:
It was reported that a pump declared an altitude alarm while insulin was suspended due to this condition. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to remove obstructions from the speaker holes, clean them with a soft bristle brush, and wipe the area with a lint-free cloth. The customer was also guided to remove and reconnect the cartridge and wait a few minutes before resuming insulin. After following these steps, normal pump operation resumed, and the alarm did not recur. Technical support also provided tips for preventing future altitude alarms, which the customer acknowledged.